Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer also reported receiving no delivery alarms with bent and straight cannulas. The customer declined to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.